Event description:
It was reported that the physician experienced difficulty when attempting to insert the left ventricular (lv) lead into the new device at the device replacement procedure. There was a small burr on the distal portion of the ring electrode on the lv lead. The physician filed down the burr and inserted the lv lead into the device. All parameters were normal after insertion. The physician questioned if the lv port of the explanted device caused the burr on the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 96% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. Concomitant medical products: 419478, implantable pacing lead, (B)(6) 2007; 694958, implantable tachy lead, (B)(6) 2007; 5076-52, implantable pacing lead, (B)(6) 2007. (B)(4).